Event description:
It was reported that fc500 mpl flow cytometer in post-manufacturing at beckman coulter (B)(4) facility was leaking from the lee valve inside the instrument. The volume of the leak was approximately 2 ml. The leak was composed of sheath fluid only and was contained within the instrument. The leak was only seen at the wash station, not near sample tubes. It is unknown if an exposure control or risk management plan are in place at the facility. There was no biohazard exposure to mucous membranes or cuts noted. No one sought medical attention. Only flowcheck pro beads were run at the time. No erroneous results were generated as a result of this event. No change to patient treatment was associated with this incident.

Manufacturer narrative:
The instrument was in post-manufacturing at beckman coulter (B)(4) facility and had not entered service. Beckman coulter field service engineer (fse) replaced the lee valve to resolve the leak. Failure mode was attributed to a leaking lee valve. (B)(4).